Event description:
The rptr stated they did meter to hcp meter comparision tests. Rptr's meter reading was 200 mg/dl. The hcp meter (type unknown) had a reading of 57 mg/dl. Rptr did not have any symptoms. No details of rptr's test were given. No harm was alleged. Follow-up attempts to contact the reporter for further info have not been successful.